Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had alarmed motor error twice three days ago. Customer's blood glucose was 300 mg/dl. The device wasn't dropped, bumped, or exposed to electromagnetic field. Customer's father didn't agree to return the device for analysis.